Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were in range on the day the event occurred, system checks passed, and the instrument and integrated multi-sensor technology (imt) were processing without error. Ccc asked the customer to rerun the patient sample on the original instrument, resulting the same as the alternate instrument. The customer confirmed that this was an isolated incident. The cause of the falsely depressed na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The sample was then repeated on the original instrument, matching the alternate instrument results. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.